Manufacturer narrative:
H6: corrected the following: health effect - clinical code type of investigation.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4)). It was reported via legal documentation that approximately 44 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, instability, osteolysis. No further issues or complications were reported. No additional information is available. (B)(6) 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm. ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does contain evoh and was not affected by the recall.